Event description:
The single patient use medrad system was attached to a catheter that had been placed inside the femoral vein. The system had been purged and flushed prior and had no issue. There was no other fluid in the tubing but when flushing the tubing the controller would not stop flushing. The system had to be shut off during the case. A new hand controller was used and worked fine- both were the same lot number.